Manufacturer narrative:
Failed nut in lift motor. Loss of scale calibration.

Event description:
It was reported by service report that the angle values on the bed are not accurate and that lift hi-lo lift motor is drifting. No patient involvement or adverse consequences are reported.